Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pacemaker mediated cardiomyopathy which lead to hospitalization for heart failure. A chest x-ray indicated mild bilateral pleural effusions. The patient was treated with oral and intravenous medications and the implantable pulse generator (ipg) lower rate was reprogrammed. The ipg remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.